Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that the patient¿s controller displayed that the device was reaching end of service and was unable to connect to their ipg. It is unknown when and if the patient lost therapy. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the ipg was replaced to address this issue. Therapy was restored post op.